Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. Boston scientific technical services was contacted for assistance. Boston scientific technical services provided troubleshooting recommendations and discussed programming options. Additionally, the patient was seen in-clinic for a follow up. Interrogation of the device and lead integrity measurements were performed. There was no noise or impedance changes during maneuvers or manipulation of the device. The device was reprogrammed. No adverse patient effects were reported. The lead remains in service.